Manufacturer narrative:
Executive summary - corrected. Concomitant products - updated.

Event description:
The customer reported that the procedure had taken place six months ago. During the index procedure the subject coil (subject device) ¿detached unsuccessfully because it may have stretched inside the microcatheter.¿ the microcatheter was removed for inspection and no obstructions and kinks were detected. The microcatheter was placed back into the aneurysm and no more resistance was encountered. It was reported that approximately 5 days post procedure the patient became symptomatic and un-specified imaging revealed that the first implanted coil may have stretched during its initial placement and protruded outside the neck of the aneurysm. No further information is available.

Manufacturer narrative:
The subject device remains implanted.

Event description:
The customer reported that the procedure had taken place six months ago. During the index procedure the subject coil (subject device) was successfully deployed in the aneurysm. It was reported that during deployment of the following coil, the physician felt resistance; therefore, the physician replaced and repositioned the microcatheter and continue the aneurysm embolization. It was reported that approximately 5 days post procedure the patient became symptomatic and un-specified imaging revealed that the primary coil was outside the aneurysm neck. The physician implanted a stent to secure the coil against the vessel wall. The physician believe that the coil deployed prior to the resistance experienced may have stretched. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed; therefore, the exact cause for the coil protrusion cannot be determined. However, neurological/intracranial sequelae (patient complications) is a known risks associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this specific event.

Event description:
The customer reported that the procedure had taken place six months ago. During the index procedure the subject coil (subject device) detached unsuccessfully because it may have stretched inside the microcatheter. The microcatheter was removed for inspection and no obstructions and kinks were detected. The microcatheter was placed back into the aneurysm and no more resistance was encountered. It was reported that approximately 5 days post procedure the patient became symptomatic and un-specified imaging revealed that the first implanted coil may have stretched during its initial placement and protruded outside the neck of the aneurysm. No further information is available.